Event description:
The customer reported a ventilator's power cord is damaged. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the power cord and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the power cord. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.